Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device has been returned for evaluation. Upon visual inspection of the actual device, a hole and damaged tip was observed. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo received the following reported information: the zizai device was used in an elective case. It was applied to a severely calcified lesion. The guidewire was advanced with support from the subject device; however, it became stuck during advancement and could not be withdrawn.